Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented with a vibratory alert, high threshold and high impedance were observed on the right ventricular lead. The physician discussed addressing the problems with surgery. There are currently no known patient consequences.

Event description:
Additional information indicates that the patient received alerts for non-sustained right ventricular oversensing and the lead was exhibiting high pacing impedance. The right ventricular lead was capped and replaced 13aug2019 and the patient was stable following.